Manufacturer narrative:
Study event. There was no device malfunction reported. Hypotension is a known possible adverse event associated with the use of the device as listed in the xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities associated with this lot number.

Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of ae: after the procedure. It was reported that 90 minutes after a left internal carotid artery stenting procedure, the pt became hypotensive. The pt was given an IV fluid bolus and was started on midodrine. Antihypertensives were held. One day post-procedure, the pt was discharged to home with instructions to continue taking midodrine and to hold antihypertensives. In 2009, the pt was rechecked and found to be lightheaded due to hypertension. The hypertension was treated and resolved by the following month. Although requested, there was no add'l info provided.